Manufacturer narrative:
(B)(4). Malformed clip. The el5ml was received in good visual condition. It was cycled and three clips partially formed were fed due the antibackup failure; the remaining clips were two clips with gap and six conforming. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. Finally, the device locked out as intended but the orange indicator was beyond its intended position. A possible cause for the indicator failure may be a previous feed error or it was misassembled during the manufacturing process. Although, no opening issues were noted during testing, a corrective action has been initiated. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during a robotic coronary artery bypass graft. The surgeon went to ligate the inferior ima and the device locked down and would not open. It was 3mm vessel and no pressure was applied to the jaws. The device was pried off. Another device was used to complete the case. There was no adverse consequence to the patient.